Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for needle npe broken and the 2nd related complaint for does not detach (gets stuck) on this lot #. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Note no broken cannula's were returned as recorded below. Bd was able not able to duplicate or confirm the indicated issue for broken cannula hence as the root cause is undetermined and based on trend analysis no further action is required at this time for this issue. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula - as does not detach and gets stuck ) and root cause is user related and based on trend analysis no further action is required at this time for this issue. Samples returned - customer returned (1) open 4mm 32g pen needle without the tear drop label, inner shield, or outer shield. Customer states that the rear cannula end is broken. The returned pen needle was examined and exhibited a bent non patient end of the cannula which was investigated under investigation child record 3798145. No broken cannula was observed. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure of a broken cannula and root cause cannot be determined at this time as the issue is unconfirmed. Samples returned - customer returned (1) open 4mm 32g pen needle without the tear drop label, inner shield, or outer shield. Customer states that the needles get stuck. The returned pen needle was examined and exhibited a bent non patient end of the cannula which could prevent the pen needle from properly attaching or detaching from a pen. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula) and root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needle cannula broke off. The following information was provided by the initial reporter :   it was reported by the consumer that the needles are bent, the rear cannula end is broken and the needles get stuck.